Manufacturer narrative:
The customer ordered a new laser footswitch to replace the nonconforming laser footswitch. The laser footswitch was received and a visual assessment of the sample did not show any obvious non-conformities. The sample was connected to a calibrated system. The system message (sm) [laser controller footswitch removed in ready state] was displayed replicating the reported event. This event was observed to occur only when the footswitch was depressed/released with minimal movement between the threshold of firing and not firing, known as ¿feathering¿ technique. The footswitch was then opened up and it was confirmed to have omron switches. Omron switches are highly susceptible to having longer actuation time when the feathering technique is performed, resulting in the reported issue. The system was manufactured on september 27, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the omron switches in the footswitch assembly. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser went into standby mode after firing a couple hundred shots. The case was completed by the technician placing on treat mode each time. There was no patient harm.